Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results). 2 devices: part/component/sub-assembly term not applicable / device migration. 2 devices: appropriate term/code not available / no findings available. 2 devices: part/component/sub-assembly term not applicable / mechanical problem identified. 3 devices: actuator / mechanical problem identified. 1 device: caster / wear problem. 1 device: fastener / device migration. 1 device: wheel / wear problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 12 malfunction events(s), where it was reported the devices experienced reduced/inadequate brake force. No adverse consequence or clinically relevant delay in treatment was reported.